Event description:
On (B)(6) 2015 lay, user/patient¿s husband contacted lifescan (lfs) and alleged their one touch verio2 meter gave an unknown error. The complaint is based on the customer care advocate (cca) documentation, this medical surveillance specialist has requested a follow-up be done with the patient and requested the call recording, both are still in progress. The patient¿s husband reported an unknown error occurred with the meter, date/time unknown. The reporter told the caa the patient manages her diabetes with insulin (no-adjustments). It is unknown if the patient made any changes to her usual diabetes management regimen in response to the alleged product. The reporter claims the patient developed symptoms, the reporter and patient did not recall what the specific symptoms were. The patient only remembers finding it hard to test, then waking up in hospital. It is unknown what treatment the patient received. No other device was used at the time of trouble shooting, the cca was unable to walk through a retest with the reporter. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Followup #1 05/13/2015 - correction. This supplemental is being sent to correct information and add information previous omitted from the incident description. The follow up and call recording is not inprgress. The patient's testing schedule was omitted from the initial report. On (B)(6) 2015 lay user/patient¿s husband contacted lifescan (lfs) and alleged their one touch verio2 meter gave an unknown error. The complaint is based on the customer care advocate chca) documentation, this medical surveillance specialist has requested a follow-up be done with the patient and requested the call recording. "The patient¿s husband reported an unknown error occurred with the meter, date/time unknown. The patient tests 4 times a day, novo rapid (14 units) 3 times a day, before each meal and lantus at night (14 units). The reporter told the caa the patient manages her diabetes with insulin (no-adjustments). It is unknown if the patient made any changes to her usual diabetes management regimen in response to the alleged product. The reporter claims the patient developed symptoms, the reporter and patient did not recall what the specific symptoms were. The patient only remembers finding it hard to test, then waking up in hospital. It is unknown what treatment the patient received. No other device was used. At the time of trouble shooting, the cca was unable to walk through a retest with the reporter. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began."